Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. Device interrogation prior to the procedure revealed that the right atrial lead had episodes of lead noise causing atrial noise reversion. The lead remains implanted and would continue to be monitored. The patient was in stable condition throughout.